Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization procedure, resistance was encountered while advancing the coil in the proximal portion of the microcatheter. During removal, the coil unexpectedly detached. Both segments of the coil were removed from the patient. There was no reported intervention or patient injury. The current patient's status is reported to be doing fine.

Manufacturer narrative:
The unit was returned with the introducer. The implant coil was not returned for evaluation. The microcatheter was not available for evaluation. The introducer tip appeared to be slightly damaged. The resistance of the system was not within specification, being measured to be 1.9kohms. The unit failed the pretest with new v-grip, showing a red light at all 4 angular locations. There were 2 kinks observed on the pusher in the middle section of the hypotube. The remaining sections of the pusher appeared to be in specification. The heater coil section including strain relief was in good condition, as no gross damage was observed. The distal black pet was removed from the heater coil section, in which the section showed signes of compression. The attachment tether was still attached to the attachment zone in the pusher as shown in and had a stretched tail. Based upon the investigation findings and available information, the pusher exhibited evidence that the device was subjected to forces that exceeded its strength specification; although the exact root cause could not be determined.